Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was fired properly till the second firing, the third clip was not fed into the jaw. As the trigger could be grasped, the doctor tried to feed the clip several times, but it could not. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the device was received partially cycled. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.